Event description:
During surgery, the shaft portion of the 3.0s device pulled completely out of the body of the device. The surgeon put the shaft back in the body of the device and continued using it for the rest of the case. No injuries to the patient.

Event description:
During surgery, the shaft portion of the 3.0s device pulled completely out of the body of the device. The surgeon put the shaft back in the body of the device and continued using it for the rest of the case. No injuries to the patient.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection testing performed: visual inspection device: peak plasmablade 3.0s product p/n: ps210-030se quantity: 1 the device was returned in a corrugated cardboard (B)(4) box. Device was returned in original packaging with label affixed. Device was single bagged in a sealed biohazard bag. Label indicated lot number 0205908881, matching what is in (B)(4). The unit does appear to have been used and activated. This is evidenced by blood splatter on the handle and charring on the electrode. When shaft was extended it was easily removed from the handle. Shaft appears to have come dislodged from the bushing sleeve that controls hyper extension of the shaft. Upon disassembly it appears the weld with the inner sleeve has failed. Functional inspection device was connected to a pulsar ii generator (ps100-102), eqp# (B)(4) (calibration due date: (B)(4) 2013) device showed the 'e5 error code - mono-polar handpiece has reached end of life' when connected to the generator. The bypass connector was used to test the functionality of the device. The device was activated in grounded saline at cut setting 10 and coag setting 10. This test yielded expected results. The device was extended and then activated in grounded saline at cut setting 10 and coag setting 10. This test also yielded expected results at all levels of extension. Investigation conclusion: the complaint was confirmed based on both visual and functional inspection of the plasmablade. The shaft was easily dislodged from the device and would also function upon re-insertion. The lot #0205908881, is the distribution center's reconfigured packaging work order number. The manufactured lot number is #53842, which was a lot manufactured by palo alto. The analysis identifies mitigation through testing of the mechanical joints, IFU for inspection of device before use, and biocompatibility of the components. After reviewing the lot history record #(B)(4), there was a scrapped device for the broken weld following testing. Therefore, there is evidence that the failure mode existed it was being detected. Since (B)(4) manufacturing site no longer exists, this issue is being raised to (B)(4) manufacturing site to assess the controls that are in place and to help identify the occurrence and detectability of this failure mode in their process. (For further detail see (B)(4)) this complaint can further be tracked in (B)(4).

Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.